Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the rv lead dislodged. Review of session record showed an increase in capture threshold. Non-sustained ventricular oversensing episodes and severe undersensing were observed. Decrease in r-waves amplitude was also noted. The physician believed the device picked up the atrial fibrillation on the ventricular channel. The lead was extracted and replaced. The patient was asymptomatic and stable. Twiddlers syndrome was suspected.